Event description:
The (B)(6)female pt had a 99 degrees neck angle and tortuous anatomy. On the (B)(6) 2013, the main body was inserted and the proximal positioning was good. The push rods were released and an angiogram showed good placement of the main body stent graft. The clinicians attempted to cannulate the contra-lateral socket in order to place the leg implant but were unsuccessful. Brachial access was also attempted; however, the clinicians were unable to find a way down to the stent graft. After several hours trying to cannulate, the decision was made to convert to a uni-iliac repair using a converter device. The guidewire was lost and the clinicians needed to re-cannulate the ipsilateral leg in order to implant the converter device. The converter device was inserted; however, during placement, the ipsilateral leg of the main body implant was pushed up into the aneurysm sac. The clinicians attempted to bring the ipsilateral leg and main body stent graft back down to the correct position; however, were unsuccessful. The pt's blood pressure had dropped to 50mmhg and the decision was made to abandon the procedure and close up the groin wounds. The pt died the evening of the (B)(6) following conversion to open repair.

Manufacturer narrative:
A full review of the device history record has been carried out with no anomalies identified; product was manufactured and released for sale in accordance with specs. There is no info to suggest that the device has not met the final release criteria. Following the procedure, the clinician had a meeting with his colleagues and reviewed all the images. The conclusion of the case review by the clinician was as follows: there was no product problem. There was no clinician error. The pt died of aortic aneurysm rupture which occurred sometime during the procedure. The aneurysm ruptured close to the bifurcation in an area which was not manipulated or ballooned. Pt/procedure related factors led to this event.